Event description:
It was reported that the patient developed a blood glucose level of over 500 mg/dl and an infection at the pod¿s insertion site while wearing the device between 4 and 24 hours. Upon removal of the pod, the patient noticed the cannula was damaged and had a piece of plastic still stuck to it. While there was no mention of patient seeking medical attention a result of this issue, good faith attempts were made to gather further information and was not successful.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula appeared damaged when removed from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.